Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. The tubing from pump to cylinder was observed kinked and broken. The ipp was explanted. No patient complications reported.